Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. It was noted that monitor and the computer were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor for the navigation system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system lost display functionality without prompt from the user when manually manipulating the display cable. It was noted that troubleshooting found the prongs on the cable were bent. When adjusted, the cable was reseated and the monitor had a red hue. There was no patient present when this issue was identified. No additional information was provided.